Event description:
Allergan rep became aware of the death of a lap-band system patient. According to "hear-say", the female patient fell prior to being discharged from the hospital and presented with severe bleeding. The patient was discharged upon recovery; however, presented at the emergency department of another facility (hospital). Later, the death became known. This info has not been confirmed by the surgeon or hospital. F/u with the surgeon's office and the bariatric clinic was initiated. Allergan requested the serial number of the device and add'l info that may assist in the investigation. No info was provided to allergan, at this time. The device was not returned to allergan for product analysis. Any new info will be forwarded, in a f/u report, to the FDA. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death and hemorrhage are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of hemorrhage as follows: "specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event of death and surgical complications as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."